Event description:
Patient reports dentist stated the bite is completely off and patient cannot chew food after going thru 18 retainers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.